Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operation room for a lead extraction procedure. The patient was previously seen in clinic and the right ventricular lead exhibited lead fracture, and high, out of range, high voltage lead impedance. Recent remote transmission also showed that the lead exhibited noise. The lead was extracted and replaced. The patient was doing well and will continue to be monitored with routine follow-up.